Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed there were numerous kinks throughout the shaft of the wds. The shaft was buckled 1.5cm ¿ 6.5cm from the hub. The implant was received in the deployed state outside of the sheath. There were anchors that were bent and damaged. The implant was measured and the device size was consistent with the reported information. Microscopic examination revealed that the core wire was kinked 1cm proximal of the implant. There was no damage or irregularities to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28jan2016. It was reported that the core wire was damaged. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device (wds) was deployed too distal and a partial recapture was performed. Another attempt was made to deploy closure device, it was noted to be in the right place. However, the device moved with the delivery system despite keeping the core wire and knob stiff. The delivery system along with the closure device were removed, it was observed that the core wire at the distal part (near the device) was bent. It was impossible to advance the device forward. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable. However device analysis revealed that the shaft was kinked and buckled.